Event description:
The manufacturer received information alleging lcd screen was not readable condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd was replaced to address the issue. During the evaluation, the device failed a test step during testing. The device¿s flow sensor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's lcd screen was not readable condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd was replaced to address the issue. During the evaluation, the device failed a test step during testing. The device¿s flow sensor was replaced to address the issue. The machine flow sensor and lcd display were evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor and lcd display functioned as designed and operated without issue or error codes. In the previous report, section in box e: initial reporter country was incorrect. The section in box e: initial reporter country has been corrected in this report.